Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges that even after revision the patient have ongoing problems with hip and leg , one leg is shorter than the other. Doi: (B)(6) 2017; dor: not reported; (left hip). Ppf and medical records received. Ppf alleges heart stroke/heart attack. There were no re-revision note provided in the medical records. Updated the product/lot information and added the cup product.